Event description:
The customer reported that the system had been used for several successful applications during a laparoscopic gastric bypass and then the system stopped working. A piece of the active waveguide had disengaged into the pt's cavity. The piece was retrieved with no pt injury. A new dissector was installed onto the system and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.